Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during follow up check, that the patient experienced dizzy spells. It was also reported the ipl exhibited high impedance, and high thresholds. Diagnostic testing/troubleshooting performed. The ipl was scheduled for explant on the same day, and was subsequently explanted. No patient complications have been reported as a result of this event.